Event description:
An (B)(6)-old female patient underwent cataract surgery in the right eye on (B)(6) 2021 where the miloop lens fragmentation device was used to fragment the cataractous lens into 4 segments. The surgeon completed a routine phacoemulsification procedure and implanted the lens inside the capsular bag. There was no vitreous prolapse and the chamber was stable throughout the case. However, 3 days postoperatively, the surgeon reported the intraocular lens (iol) had shifted. Secondary surgical intervention was performed on (B)(6) 2021 to reposition the iol. During the intervention, the surgeon observed a posterior capsular tear that was not previously observed; the surgeon sulcus-fixated the lens and pushed the optic into the capsular bag. The patient is reportedly doing well post intervention. The surgeon reports no adverse impact on vision or sequelae.

Manufacturer narrative:
The miloop device was discarded by the user facility and was not available for evaluation. Device identifiers have been requested. The cause of the posterior capsular tear was not determined by the physician. The device labeling identifies capsular rupture as a safety risk. Manufacturer's reference #: (B)(4).